Manufacturer narrative:
Customer returned 4 segments for investigation and initially reported to FDA that these were "four fragments of a distal ileal feeding tube." Refer to uf/importer report # (B)(4) as forwarded to manufacturer by FDA. Actually, three of the four segments returned contain side holes, which indicate that these are tips of three feeding tubes. The fourth segment is a match to one of the three feeding tubes. The relationship between the product and the cause of the event has not been determined due to the limited availability of info. Indications for use on current labeling is "to provide nutrition via nasal or oral gastric placement." Jejunal placement through a stoma is not a recommendation on the current labeling.

Event description:
Customer reported a broken feeding tube in the pt. The feeding tube was used to re-introduce bile and fecal matter via the stoma into the infant. The pt underwent a closure procedure for a jejunostomy. Four segments of feeding tubes were found in the bowel adjacent to the stomach. These were recovered from the pt and returned to manufacturer for investigation.